Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed, several pump stops. While the patient was supported by 14-volt batteries or the power module via an ungrounded patient cable. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events surrounding the patient outcome could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021. Pump stop events were captured on (B)(6) 2021, with evidence of a controller exchange. Further pump stop events were captured on (B)(6) 2021, with evidence of another controller exchange back to the original controller with a continuation of pump stop events. The pump stop events were captured, while the device was connected to an ungrounded patient cable or 14-volt batteries. And were associated with low flow hazard alarms, time base fault flags, lcd (liquid-crystal display) fault flags, false driveline disconnect alarms, low voltage/no external power alarms, and low speed alarms. There were no other notable alarms active in the log files. A driveline wire compromise could not be confirmed, via the submitted x-ray images. (B)(6), would reportedly not be returned for evaluation, as no autopsy was performed. The relevant sections of the device history records for (B)(6), and the driveline serial number (B)(6), were reviewed and showed, no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 22apr2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death and multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal failure, and hepatic dysfunction). Section 6, ¿patient care and management¿ discusses damage, due to wear and fatigue of the driveline. This section, also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿). And provides possible indications of driveline damage as well as how to respond to such events. Section 6, warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. Section 7, "alarms and troubleshooting" outlines all system controller alarms. As well as how to respond to each alarm condition. Section 8, ¿equipment storage and care¿ also contains information on ¿care of the driveline¿, and provides possible indications of driveline damage. The patient handbook lists examples of emergencies. And what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient was experiencing pump stops. The first pump stop occurred while the patient was at home on batteries. Following this event, the patient performed a controller exchange. The second pump stop occurred while the patient was in the emergency room (ER) on an ungrounded tether cable. The patient was known to have been on an ungrounded tether cable for years, and they had not had a percutaneous lead repair in the past. Upon review of the patient's log files pump stops along with low speed advisories and low flow hazard alarms were seen. These events were seen to be occurring on both the mobile power unit (mpu) and batteries. Log files were also reviewed on (B)(6) 2021 which showed driveline disconnect alarms due to short to shield events. Both sets of log files contained evidence of a phase to phase short. An x-ray and fluoroscopy were taken of the patient's driveline, however they did not help to identify a specific area of concern and a driveline repair was scheduled. The patient refused the driveline repair, and was then considered for a pump exchange to a heartmate 3. The patient began to experience chest pain along with a burning sensation and heart failure symptoms. These symptoms developed after the pump stops began occurring. A pump exchange was unable to be performed as the patient went into flash pulmonary edema in the ER. The patient continued to decline over the following week so the decision was made to proceed with the withdrawal of care, and the patient expired on (B)(6) 2021.